Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported preloaded suture passer could not be performed because the lot number for device in question was not provided. A complaint history for preloaded suture passer review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to follow postoperative care instructions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that no clinically relevant patient information was provided, therefore, a thorough medical investigation could not be performed. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to swelling and pain include, but are not limited to: conditions which may limit the patient¿s ability or willingness to follow postoperative care instructions. The instruction for use provided with the device associated contains warnings and precautionary statements regarding the risk of post- arthroscopy healing process associated with this procedure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation could not be performed. No relevant clinical information was provided for review. Approved by dr. (B)(6) and/or (B)(6) , medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). Neither the primary operative report, radiographic images, nor fall/trauma history were provided for review. Without the requested clinical information a thorough medical investigation cannot be rendered. All documents provided as of this date have been reviewed and do not contribute to a root cause of the reported issue. Per e-mail communication the swelling and pain has been resolved therefore further clinical assessment is warranted and no future harm to patient is anticipated.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history for lot number review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Review of the product instructions for use found adequate warnings and precautions to follow postoperative care instructions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that based on the limited information provided the root cause of the reported issue could not be determined. At the two year follow-up it was reported that the patient was ¿overall doing well happy with results.¿ since no further harm is anticipated. Potential factors unrelated to the design or manufacture of the device that may lead to swelling and pain include, but are not limited to: conditions which may limit the patient¿s ability or willingness to follow postoperative care instructions. The instruction for use provided with the device associated contains warnings and precautionary statements regarding the risk of post- arthroscopy healing process associated with this procedure.

Event description:
It was reported that 3 months after an acute lateral meniscus tear of left knee repair with a novostitch device on (B)(6) 2017, the patient had increased swelling for two weeks, increased anterolateral and patellar pain were also reported. The patient was treated with a left knee aspiration with local anesthetic. At the 6 months follow-up the patient was doing much better and the events were resolved by (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.